Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a (B)(6) post that they experienced 2 low blood glucose levels and a vibrate anomaly. The customer states last night I apparently had 2 lows and in my sleep suspended my pump and usually my pump will vibrate. Troubleshooting was not performed and the pump was not returned for analysis.